Event description:
It was reported that the patient died from suicide.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37744, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger.